Event description:
It was reported to intuvie that the device failed the 30psi occlusion test at 39psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.

Manufacturer narrative:
It was reported to intuvie that the device failed the 30psi occlusion test at 39psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial number history found no prior similar complaints. The failure mode was confirmed and the cause of this failure was the device being out of calibration. The device was recalibrated to resolve this issue. CAPA- zm2023-23 has been initiated to investigate the failure. (B)(4).